Event description:
An (B) (6) female patient (bmi 26.5) with history of hypertension, hyperlipidemia, diabetes mellitus and previous coronary stenting underwent a diagnostic coronary procedure on (B) (6) 2010 via 6f sheath access in the right groin. Following the procedure, the mynx device was used for femoral artery closure. Hemostasis was achieved and the patient had no reported groin complications prior to discharge. The patient was discharged home the same day following complaints of nausea prior to discharge. It was reported on (B) (6) 2010, that the patient had bleed from the right groin overnight and continued to bleed that morning, so she was taken to the hospital by her ex-husband. He stated that she had continued nausea, vomiting and weakness following her cath the day before. In the night she had woken him up, and was later unresponsive. Upon arrival to the emergency department, she was hypotensive and pale with a large right thigh hematoma. She was intubated and transferred to another hospital. When she arrived she required acls resuscitation for approximately 18 minutes, which ongoing fluid and blood resuscitation. Distal pulses were intact by doppler, and arterial duplex studies suggest active, ongoing bleeding in the right groin. Surgical consultation was requested for a possible right groin pseudoaneurysm resection, however the ex-husband indicated that she did not want surgical intervention. He was agreeable to resuscitation with blood products, but made a full dnr based on her living will, which was brought to the hospital. The patient subsequently expired.

Manufacturer narrative:
The device was not returned for evaluation. Based on the patient and procedural information provided, the cause of the reported bleeding, hematoma and possible pseudoaneurysm could not be conclusively determined. It was reported that the patient was nauseous prior to discharge and had continued nausea and vomiting during the night. Additionally, it was reported that the patient was hypotensive. The exact timeframe of when the hematoma and pseudoaneurysm occurred is unknown, therefore the circumstances for which the hematoma and pseudoaneurysm occurred and the relationship to the mynx device or mynx procedure could not be conclusively determined. Hemostasis was reportedly achieved and the patient had no reported groin complications prior to discharge. There is no indication that the mynx closure device did not meet specification nor is there indication that the device did not perform as intended. Based on the information received and since an autopsy report could not be obtained, the actual cause of death could not be conclusively determined. Aci requested an assessment of cause from the attending physician. Although the physician did state that he feels the patient did not follow medical advice upon discharge, no assessment regarding the cause of the events and any causal relationship between the events and the mynx device and/or mynx procedure was not provided. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.